Manufacturer narrative:
Analysis confirmed the customer's comment as the atrial output connector nut was loose which caused the connector to rotate. It was also noted that the hanger assembly is broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the atrial connector of an external pulse generator (epg) was rotated / spun 60 degrees. The epg was returned for service. There was no patient involvement.